Event description:
It was reported that the patient presented during clinical follow-up. X-ray examination noted that the right ventricular lead had dislodged in the atrium. The reported lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.